Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to usage-related wear and tear. The following cautions are provided to the user as a means to prevent the reported event: caution 1: caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 200 micron tfl ball tip during a therapeutic laser lithotripsy procedure, the laser fiber caught on fire at the insertion point of the laser into the machine during use. The fire was visualized, the operation was stopped, the emergency red button on the laser was pushed, and the laser machine was unplugged from the wall. There was no harm to the patient or staff. No patient impact, the surgery was stopped/completed at the time of the fire. There was no prolonged episode of care as a result of the issue.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.